Manufacturer narrative:
Investigation summary: bd received 4 photos from by the customer in support of this complaint. A visual examination of the photos was performed and revealed damage to the bottom of the tube. Additionally, 100 retentions from the bd inventory were inspected with no issues being identified. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. The exact cause for the customer¿s reported issue could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during centrifugation with bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes the tube broke and blood leakage occurred. Patient had to be called back in and sample re-collected. The following information was provided by the initial reporter, translated from chinese to english: the blood collection tube is broken, causing the sample to flow out during centrifugation.